Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had turned off with no alarm. Customer was at the pool for quite bit with the insulin pump and then insulin pump turned off. Customer cleaned the battery compartment and noticed black stuff on battery cap and stated the insulin pump back on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.